Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device did not retain the correct date and time. During the night the patient received a basal rate that was not intended for night time. It was reported that the patient was admitted to the hospital with a low blood glucose level. The infusion device was requested to be returned for product evaluation.